Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using humalog u-200 and is not removing air from the cartridge during the load sequence, which is considered off label use.